Manufacturer narrative:
Clinical review: a clinical investigation was performed. There is a temporal relationship between pd therapy utilizing the liberty select cycler and cycler set and the patient event of escherichia coli peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency or cycler set defect reported for this event. The cause of the peritonitis was attributed to touch contamination. The patient has difficulty with pd due to effects from a past stroke. E coli is one of the most common gram-negative organisms in pd related peritonitis and has a high rate of technique failure. (Feng et al, 2014) e coli, normal flora of the gastrointestinal tract can be spread due to improper hygiene. Based on the available information, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A contact for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance with patient line is blocked message. During the call, the contact stated that the patient has had peritonitis since (B)(6) 2020. Upon follow up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6) 2020 with complaints of abdominal pain. The pd effluent was not cloudy. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on intraperitoneal (ip) antibiotics with vancomycin 1g and fortaz 1g (frequency and duration unknown). The culture resulted positive for escherichia coli (e coli). The suspected cause of the peritonitis is touch contamination. The patient has a history of stroke (unrelated to pd therapy or use of the liberty select cycler) and has difficulty with pd therapy. The patient was subsequently hospitalized on (B)(6) 2020 as they were found to be resistant to multiple antibiotics. Infection control is working on the patient¿s case to find an antibiotic that will successfully work for the patient.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.